Event description:
It was reported that during a laparoscopic gastrectomy, the staples were malformed at the first firing. It was found after the device was released from the patient. There was no unexpected resistance while closing, firing and opening. No unexpected noise was heard. The target tissue was regular. Reinforcement material was not used. The device was not fired across or near an existing staple line or clip. The closing lever, firing trigger and release button returned to the original position without intervention. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with three (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.